Event description:
The pt stated that, while removing a partially filled insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She said approx 100 units of insulin spilled into the chamber. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced, and requested to be returned for eval.